Manufacturer narrative:
Outer base tube weldment.

Event description:
It was reported by service report that the bariatric cot had a broken base tube weldment on the pt left. No pt involvement or adverse consequences are reported.